Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connector ports of the external pulse generator (epg) were damaged. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that both output connectors were broken. It was noted that the hanger was cracked, lower case was gouged, and both wires on the liquid crystal display (lcd) were pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned.